Event description:
It was reported that the micl13.2 implantable collamer lens flipped upside down as the surgeon inserted it into the eye. The lens was removed and the back up lens was implanted without any patient injury. The reporter stated, the incident was due to a technical error.

Manufacturer narrative:
(B)(4), lens flipped upside down, unlabeled. Evaluation, results: visual inspection of the returned lens showed a piece of the lens was torn off and stuck on a haptic plate. (B)(4).